Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The needle release button was in the unlocked position, this state can affect the needle button mechanism. The needle mechanism was tested and passed with no issue observed. The device appears to have functioned as intended.

Event description:
The patient reported that the needle button popped out 2 minutes after engaging it. The patient stated that she was able to press back down on the needle button after it retracted and it did not lockout.